Event description:
The customer reported that every metro ov at the vhc went down in the morning, they had 11 workstations worth of pics went down. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who reported on (b)(60 2026 in the vhc metro region between 9:22am and 9:25am pics at 11 workstations went down. The customer refused remote support and requested a technical consultant (tc) onsite for root cause analysis (rca). A philips tc went onsite to further evaluate the unit. The tc reviewed the logs for the timestamps provided 9:22am to 9:25am, did not see any application or system reboot/restart that correlate to the timestamps. The tc even expanded my search to 48 hours before and 24 hour after there is nothing in the logs that stood out which the reboot that customer reported during that time provided. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.